Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for movement disorders. It was reported the patient wanted to get assistance with turning the therapy off and on for an upcoming operation, which was unrelated to the device/therapy. It was reported they were unable to power up the patient programmer. It was reviewed for the patient to replace the batteries in the patient programmer. During the call, the patient reported they noticed a side effect when they turn the therapy on. They said they get a buzz in their head and a hazy feeling that they didn't notice before until they turned the therapy back on, post MRI. This occurred about three hours after the MRI was complete. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating that the patient's symptoms were caused by turning the device on and they have resolved. No actions were required. No further complications were reported as a result of this event. Additional information was received from the patient indicating that the issues resolved with a little time. No further complications were anticipated.